Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead dislodged on the same day as the implant. The doctor is going to try to reposition. The lead is still in use. No patient complications were reported as a result of this event.